Manufacturer narrative:
Based on the information provided, no definitive conclusions can be made. The patient has co-morbidities including morbid obesity, smoking, asthma, and diabetes. The information provided indicates the patient developed, and was treated for infection, adhesions, fistula and recurrence, which are known and adverse events listed in the IFU. A manufacturing lot number is not indicated, therefore a manufacturing review cannot be performed. There is no indication that the device was defective. Additionally, no sample was returned for evaluation. If an additional event or information is obtained, a follow-up MDR will be submitted. Refer to MDR 1213643-2006-00238 for the composix kugel implanted on (B)(6) 2003.

Event description:
On (B)(6) 1998 - patient underwent incisional umbilical hernia repair with implant of composix mesh (#1). Post-op office visits note a chronic, non-healing wound with intermittent bolts of cellulitis necessitating excision. On (B)(6) 2003 - patient underwent incisional hernia repair, no mesh noted. On (B)(6) 2003 - patient underwent repair of incarcerated, recurrent, incisional hernia with implant of composix kugel mesh (#2). On (B)(6) 2003 - patient developed abdominal abscess, abdominal fistula with infected abdominal wall. It appears composix mesh (#1) was explanted. Mesh (#2) was visualized, 'is clean' and remains implanted. On (B)(6) 2004 - wound is completely healed. On (B)(6) 2005 - patient diagnosed with abdominal wall cellulitis.